Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6. Cm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck was 10-12 mm in length, 21-26 mm in diameter from proximal to distal with an angulation was 25 degree. It was reported that on final angiogram there was a proximal type I endoleak. The physician will follow-up with the patient at the one month CT scan to see if the proximal type I endoleak is still present. The physician may wait longer for the endoleak to self-resolve or place a cuff. The cause of the proximal type I endoleak may have been due to the short aortic neck and the bifurcated stent graft was deployed low 1-2 mm due to the pulsation of aorta putting downward force/tension on the stent graft. The physician stated that this event is not device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, inaccurate stent graft deployment). Patient's condition affected effectiveness of device (short, tapered aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short, tapered aortic neck).